Event description:
Olympus (oj) was informed that during inspection before use of a therapeutic orthopedic arthroscopy case, when the customer turned on the visera elite ii video processor and turned off the release as a test, the access lamp of the portable memory blinked red and returned to green light after a while. Subsequently the image of the processor disappeared for a moment. The main switches of the processor, monitor (oev262h) and mobile workstation (wm-np3) were turned on. It disappeared for a moment and returned immediately so the customer continued to use the processor. This report is being submitted to capture the intermittent image malfunction. No death, injury or harm was reported.

Manufacturer narrative:
The olympus representative visited the customer facility and confirmed the customer reported problem. A non-recommended consumer universal serial bus (usb) was used. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a universal serial bus (usb) memory not specified by olympus was used. Olympus will continue to monitor field performance for this device.